Event description:
The nurse was inserting a 24g protectiv IV catheter into the patient's finger. During the IV attempt, the needle broke through the plastic catheter sheath, sticking the patient's finger.